Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant dull pain/ sharp pain in my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("does the dye test hurt-mine hurt"), back pain ("I have been having back/ flank pain"), muscle spasms ("muscle spasm"), flank pain ("flank pain"), mood altered ("moody"), irritability ("irritability"), dysmenorrhoea ("menstrual pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, flank pain, mood altered, irritability, dysmenorrhoea and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, flank pain, irritability, mood altered, muscle spasms, pelvic pain and procedural pain to be related to essure. The reporter commented: patient had to go back for dye test and do it again because there was still leakage on one side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event back pain and muscle spasm was added. Reporter was added. On 23-mar-2020: social media received. New events: pelvic pain, flank pain, moody, irritability, menstrual pain, stomach pain were added. New reporter added. Explant details added. Case becomes incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.